Event description:
Info received july 2004, indicates that after the lens was inserted into the pt's eye, it was noticed the haptic was broken off in the sofport placement system. The incision was enlarged to remove and replace the lens.